Event description:
Device was used during a laparoscopically vaginal hysterectomy. Visibility was reportedly compromised during the procedure resulting in laceration of the bladder by an unspecified device. A formal laparotomy was performed and the laceration was repaired. Hosp reporteed pt's status is satisfactory.